Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patients implantable cardioverter defibrillator delivered inappropriate shock. No intervention was performed. The patient's status was unknown.

Event description:
New information received notes the patient presented to the hospital remotely as the implantable cardioverter defibrillator delivered inappropriate shock due to atrial signals falling in the blanking period. Programming changes were made to the device. The patient was in stable condition.